Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias, heart blocks, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities, and are known potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty (bav), aortic valve replacement and the use of bioprosthetic heart valves. Temporary pacemakers are inserted in all patients undergoing the tavr procedure to facilitate rvp and accurate valve deployment. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case the exact cause of the reported event cannot be determined; however, in addition to the recent tavr procedure, the patient¿s calcified aortic stenosis and underlying co-morbidities may have caused or contributed to the event and the need for implantation of a permanent pacemaker. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, and no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported by the edwards field clinical specialist that the patient displayed some episodes of heart block post bav. Following the deployment of a 26mm sapien valve the patient went into heart block and was paced via the temporary pacemaker immediately. The patient did not recover from heart block and a permanent pacemaker was implanted it was reported that the patient has severe native valve calcification and severe aortic root calcification.